Manufacturer narrative:
On 6/4/2019, it was reported to mentor that the capsular contracture was baker grade was iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the date of problem observed was (B)(6) 2019. The date of explantation was (B)(6) 2019. On 6/13/2019, a manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or .reoperation: n/a concomitant medical products: gel mentor memorygel breast implant 525cc, catalog number 3505251bc, serial number (B)(4), lot number 7454000. Report source: (B)(6) manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 525cc and experienced capsular contracture baker grade IV on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.